Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent act and down arrow buttons due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump kept freezing. The customer was unable to move forward because the insulin pump alarmed button error. Customer's blood glucose level was around 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.